Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed. The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the system 6 sagittal saw started and stopped on its own during a procedure. The case was completed successfully with a backup device without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.

Manufacturer narrative:
The reported failure of the device starting and stopping on its own was not confirmed since the ebox was completely unresponsive. The ebox houses the electronics of the device and damage to any of its components can lead to instances of the device having run on as well as loss of power. The product was repaired and returned back to the customer.

Event description:
It was reported that the system 6 sagittal saw started and stopped on its own during a procedure. The case was completed successfully with a backup device without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.